Event description:
Revision surgery - the pt dislocated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 3.3 weeks of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to (B)(4) surgical for examination. A review of the device history records showed one non-conforming material report associated with this product, the parts were dispositioned for rework due to surface finish issues. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.